Event description:
In both cases, physician was able to remove the broken parts with forceps, bronchial. There was no damage to the patient. Both events took place some time ago. Date not traceable, lot number not traceable. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Supplemental correction report is being submitted following a review of this complaint file (updates to a and g codes) on 27-jun-2025. Device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Clarification was requested for the basic additional questions from the customer and response was received as below: response: ¿I don't expect to get any more information anytime soon. It was a message from dr. Which he does not want to comment on. Contact details are not entered here, as I do not want any communication with the customer to this time¿. Manufacturing records prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data review historical data was not reviewed as the lot number is unknown. Instructions for use and/label: the notes section of the instructions for use, ifu0109, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0109). Image review an image was not returned for evaluation. Root cause review a definitive root cause for the customer complaint could not be determined due to limited information on the complaint failure. As no device was returned and no additional information was shared a possible root cause is difficult to determine but could be attributed to advancement into a hard lesion or through hard tissue causing the distal end of the needle to break. Another possible root cause could be attributed to damage on insertion into the scope resulting in the needle tip getting damaged and breaking during the procedure. Summary according to the customer, the procore needle broke off (in the area of the trap). Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on customer and /or rep testimony. According to the initial report, dr. Kalem was able to remove the broken parts with forceps, bronchial. There was no damage to the patient. The patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause for the customer complaint could not be determined due to limited information on the complaint failure. As no device was returned and no additional information was shared a possible root cause is difficult to determine but could be attributed to advancement into a hard lesion or through hard tissue causing the distal end of the needle to break. Another possible root cause could be attributed to damage on insertion into the scope resulting in the needle tip getting damaged and breaking during the procedure. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental correction report is being submitted following a review of this complaint file (updates to a and g codes) on 27-jun-2025.

Manufacturer narrative:
Device evaluation. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Clarification was requested for the basic additional questions from the customer and response was received as below: response: ¿I don't expect to get any more information anytime soon. It was a message from the dr. , which he does not want to comment on. Contact details are not entered here, as I do not want any communication with the customer to this time¿. Manufacturing records. Prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data review. Historical data was not reviewed as the lot number is unknown. Instructions for use and/label: the notes section of the instructions for use, ifu0109, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0109). Image review. An image was not returned for evaluation. Root cause review. A definitive root cause for the customer complaint could not be determined due to limited information on the complaint failure. As no device was returned and no additional information was shared a possible root cause is difficult to determine but could be attributed to advancement into a hard lesion or through hard tissue causing the distal end of the needle to break. Another possible root cause could be attributed to damage on insertion into the scope resulting in the needle tip getting damaged and breaking during the procedure. Summary. According to the customer, the procore needle broke off (in the area of the trap). Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on customer and /or rep testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause for the customer complaint could not be determined due to limited information on the complaint failure. As no device was returned and no additional information was shared a possible root cause is difficult to determine but could be attributed to advancement into a hard lesion or through hard tissue causing the distal end of the needle to break. Another possible root cause could be attributed to damage on insertion into the scope resulting in the needle tip getting damaged and breaking during the procedure. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 21 may 2025.